Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: the intermittent power complaint could not be duplicated. A review of the pump¿s black box data revealed a pump reboot after a replace battery alarm. The battery compartment was observed to be cracked. There was no visible damage to the battery cap, and the battery cap was able to fully secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no damage or moisture was observed. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the yellow o-ring at the battery cap was visible at the time of power interruption, and that the battery cap had not been replaced in four to six months. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.